Event description:
(B)(6) informed me that they had issues with the transition on the filter sheaths. The transition on the sheath and dilator is very difficult to insert. The filter would not deploy.

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.